Manufacturer narrative:
This report is for unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown screws. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: gavaskar, as., muthukumar, s. And chowdary, n. (2010), biological osteosynthesis of complex proximal humerus fractures: surgical technique and results from a prospective single center trial, archives of orthopaedicand trauma surgery, vol. 130(5), pages 667-672 (india). The purpose of this retrospective study is to validate the efficacy of surgical technique of mini-invasive transdeltoid plating combines the methods and benefits of both closed and open fixation techniques. Between january 2007 and november 2007, a total of 15 patients (12 male and 3 female) with a mean age of 43 years (range, 33-58 years) were included in the study. Fracture fixation was fixed using pre-contoured proximal humerus locking plate (philos, synthes, india). Follow-up was done at 1-year. The following complications were reported as follow: a (B)(6) year-old male with 4 part fracture type had had valgus malreduction. A (B)(6) year-old male with 4 part fracture type had varus malreduction. A (B)(6) year-old female with 3 part fracture type needs repeat surgery. A (B)(6) year-old male with 4 part fracture type had varus malreduction and needs repeat surgery. 1 patient had a valgus malalignment of 10 degrees, but the medial calcar continuity was restored. 2 patients with a true four part fracture had a varus malalignment of 15 degrees due to the presence of comminution at the medial calcar area. This report is for an unknown screws. It captures the reported (B)(6) year-old male who had varus malreduction. This is report 4 of 10 for (B)(4).